Manufacturer narrative:
Add'l info will be provided once the investigation is completed.

Event description:
It was reported that when the switch on the unit was turned on during surgery, there was no light. It was further reported that this error occurred three times.